Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s most recent implantable neurostimulator (ins) only lasted 17 months. The reporter stated they were told the ins would last longer. It was noted the patient kept stimulation on 24-7 and had not made changes to their settings. The reporter stated the patient had a replacement surgery scheduled and they wanted to know more about rechargeable inss in order to make a better informed decision.